Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that the balloon catheter was guided into the introducer sheath through the femoral artery. The physician tried to bring the balloon catheter to splenic artery to treat an aneurysm. The balloon catheter could not move through the introducer. The physician used a snare to remove it from the vessel.

Manufacturer narrative:
Engineering analysis: upon opening the returned device packaging it was noticed that the stent delivery system was not present. Only the stent was returned for evaluation. The returned stent had a significant bend to it and both ends of the stent had been damaged. The center of the stent was measured and was 2.4mm. This diameter is indicative of a properly crimped stent and matches the lot qualification data. The information provided indicates that the catheter could not move through the introducer sheath because both sides of the stent were crimped to the outside like a collar. The stent in this case, and also listed in the case details, had to be captured using a snare. This indicates that the stent was outside of the introducer sheath. It is very possible that the stent was advanced through the entire length of the introducer sheath and for some reason was attempted to pull the stent back through the introducer sheath. Because the stent was deformed only on the ends it is likely that the proximal end of the crimped stent made contact with the distal end of the introducer sheath thus pushing the crimped stent off the balloon. The v12 instructions for use specify the following: "do not pull an unexpanded stent back through a guiding catheter or sheath." The introducer sheath used in the case was also not returned. If the introducer sheath had been returned it would have been inspected for damage or kinking. The inner diameter of the introducer sheath would have also been inspected to ensure it was in range of the crimped stent diameter. During the final lot qualification data shows that all (B)(4) test samples were able to pass through the 7fr introducer sheath without issue. Since december of 2013 over (B)(4) test units have been passed through the introducer sheath without a failure for the inability of the stent to pass through the introducer sheath. The product in question has also been subjected to simulated use in a tortuous iliac artery model whereas the stent delivery system is advanced contra laterally over the iliac arch through a 7fr 55cm long cook check flow performer introducer sheath. The stent is then deployed at nominal pressure as specified on the product label and the balloon deflated and withdrawn back through the introducer sheath. This testing was conducted numerous times while being submerged in a heated water bath at 37°c (body temperature) during design verification testing of the product. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: ability of the stent and delivery system to be passed through the labeled introducer sheath. Ability to deploy the stent at nominal pressure (8atm). Ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. Ability of the delivery system to withstand 5 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. Balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) result: all quality inspection samples passed this final inspection without any non-conformances noted during the final lot qualification testing. Conclusion: based on the details of the event and the successful lot qualification test data, atrium can find no fault with the lot of stent delivery systems in question. Clinical evaluation: endovascular procedures are used to treat the vascular damage from atherosclerosis and related narrowing and re-narrowing of the blood vessels. Patients with severe vascular disease requiring intervention have a higher occurrence of complications. There are several possibilities that can cause stent dislodgement including but not limited to manipulation of the stent prior to use or attempting to pull an unexpanded stent back into the delivery catheter. Insufficient stent securement may lead to the need for additional medical or surgical intervention and removal of the stent delivery system.